Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: "visual analysis of the returned device identified: wear abrasion and delamination diaphragm valve. Leak test was performed and found delamination in diaphragm valve. A microscopic analysis was performed which identified delamination total of the diaphragm valve. Based on the device analysis the final assessment is delamination total of the diaphragm valve assessed as adhesive failure."

Event description:
Healthcare professional reported right side deflation. The device has been explanted.